Manufacturer narrative:
Device operated according to specifications. No device failure.

Event description:
An (B)(6), male, pt, with early squamous cell cancer of the middle esophagus, underwent c02 based cryotherapy procedure of the mid procedure of mild esophagus for ablation of residual dysplastic tissue at a previous resection site. Pt presented later that evening at ER with abdominal pain. CT scan showed free air in the peritoneum. Surgery was subsequently performed to repair 2 perforations in the gastric wall. The pt was discharged home.